Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the sac growth event was unconfirmed due to a lack of relevant medical imaging and records however there was evidence to reasonably suggest a rupture. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined due to a lack of relevant medical imaging and records. The final patient status was not reported. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure, sac growth with no obvious leak was reported. No further information was reported. Additional information has been requested. Additional information: a clinical assessment determined that there was evidence to reasonably suggest a rupture.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure, sac growth with no obvious leak was reported. No further information was reported. Additional information has been requested.